Event description:
Reference number (B)(4). Event occurred in the saudi arabia. It was reported that patient faced infusion set issue event on (B)(6) 2026.the patient reported infusions set was not adhering and fell down at 1st day of set insertion in abdomen due to perspiration. No further information available.